Event description:
Patient was on bedside commode and noticed blood trickling down her right leg. I went in to assess and noticed very small abrasion/laceration, approximately 1 cm, on the backside of her right thigh that was bleeding. Patient may have acquired laceration from bedside commode, as she was sitting leaning forward putting weight/ pressure on her thighs. This may have contributed to cut from her skin on the frame of the commode. At that time pressure was held for a couple minutes and a bandaid was placed. Upon reassesment of the wound the bandaid was saturated and gauze was placed, pressure was held for another 5 minutes. Will continue to monitor wound for further bleeding. Physician on call was notified.